Event description:
Additional information reported received that the patient was still having concerns regarding their device or therapy and no date was set to meet with their physician or manufacturer representative. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient met with their physician and manufacturer representative. The patient arrived at the meeting with their implantable neurostimulator off. The device was turned on and all the programs were intact. It was noted that "everything is fine." If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient had a power-on-reset condition on their implantable neurostimulator (ins) system with a "call your dr" icon message on the programmer. It was noted that the patient had a colonoscopy yesterday and electrocautery was used. The ins was turned off before the procedures were performed. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# unknown, implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial# (B)(4).